Manufacturer narrative:
An isi field service engineer (fse) followed up with the reporter. The reported issue was allegedly addressed with phone support. It was noted that the patient "had a condition and tissue was too wet for what they were trying to achieve at the moment." The erbe was functioning normally and they have had no further issues during subsequent procedures. No site visit was conducted by the fse as the system was working properly and no additional action was required. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support during troubleshooting. Investigation revealed a single 25920 fault pointing to the system. A review of the instrument log for the vessel sealer extend (480422-01/ l92210314-0036) associated with this event has been performed. Per logs, the vessel sealer extend was last used on (B)(6) 2021, on system (B)(4). The instrument had 0 uses remaining after the last procedural use. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was used with the erbe to seal and cut, but the tissue was not sealed. It was noted that the tissue was very wet. When the surgeon moved to the e-100 generator, there were no more issues. Error logs showed a single 25920 energy activation has been halted error. The customer planned to continue with the procedure, and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.